Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator (ipg). The patient was hospitalized and a replacement procedure has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ipg replacement procedure has taken place.